Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 19 mg/dl. The cause of low bg was unknown. The customer passed out because of the low bg level and received third party assistance from emergency medical technicians (emts). The customer could not recall what assistance the emts provided to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.